Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that during a cardiovascular procedure that the anesthesiologist experienced difficulty inserting the catheter into the introducer. No further info is known at this time.